Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that bolus not delivered due extra high blood glucose screen. Customer¿s blood glucose level was 254 mg/dl. Customer stated that the bolus and red light was flashing. Troubleshooting was not performed. The insulin pump will not be returned for analysis.